Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A visual observation noted dried blood in the lumen. Cuts were observed in the lead's insulation. All sealing rings were in good condition with no signs of damage. Resistance and pressure testing were then completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory technicians noted the blood infiltration possibly occurred through the terminal pin or by means of the stylet. The allegation of high impedances was not confirmed as this lead's electrical continuity was in tact.

Manufacturer narrative:
When this explanted lead get's returned, it will be analyzed.

Manufacturer narrative:
The lead was returned and is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead was explanted one day post implant due to loss of capture and high impedances. The physician noted blood in the lead body and thought he had knicked the lead during the implant procedure. The lead is scheduled to be returned for analysis. No adverse patient effects were reported.